Manufacturer narrative:
An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 14mm amplatzer muscular vsd occluder was selected for implant. During the procedure, after positioning the device, the physician performed a left ventricular angiography. A large leak was observed from the right ventricle to the pericardium. The physician performed a percutaneous pericardiocentesis. The device was released. The patient remained hemodynamically stable throughout the procedure and is transferred to cardiac intensive care.